Manufacturer narrative:
The valve examination report was received on 11/7/97, the valve was examined with a light microscope at 20x magnification. The outlet and inlet strut legs were found to be intact. A disc impingement test was performed using a pulse duplicator. The pressure and flow recordings were reviewed and no vavle dysfunction was observed. Secion h6-- alleged sticking disc was not observed during performance testing.

Event description:
The initial rptr contacted the MFR to report that the pt was admitted to the hosp with episodes of syncope. Echocardiogram and fluoroscopy showed no movement of the heart valve disc at times. During these episodes, the pt exhibited no peripheral pulse. Surgery was done on an urgent basis and the valve was replaced.